Event description:
It was reported that the rv lead had externalized conductors (ec) via review of fluoroscopy. There were no electrical anomalies noted. Patient was asymptomatic. The ec was seen when the lead was extracted. The lead was replaced. Patient was stable.

Manufacturer narrative:
A partial lead with the pin measuring 16.4 cm and the tip measuring 37.8 cm were returned for analysis. External insulation abrasions were noted at 11.5-12.5 cm, 13.6-14.1 cm, and 16.1-16.4 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 12.4-13.7 cm, 18.8-19.3 cm, and 35.8-36.3 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. This is consistent with the observation from the field of insulation abrasion.